Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that during a knee arthroscopy the truespan peek 12 degree was inserted into the meniscus, and when the doctor was going to pull the suture, it broke. There was no patient consequence. It is unknown if the procedure was completed successfully, if fragments were generated, or if there was a surgical delay.

Event description:
Additional information provided by the affiliate reported alternative devices were available and used. The affiliate also stated the sutures were violet and the suture between the implants of the peek broke. It was stated the suture did not come in contact with any instruments during breakage and proper suture management was utilized. It was reported a suture cutter was used and after the surgeon used his hands to push a knot in the knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, our affiliate reported the complaint sample was destroyed at warehouse prior to return, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause could be excessive force was applied while tensioning the suture resulting in the suture breaking. However, without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No nonconformances were identified for this part-lot number combination per qlik query executed on 07/19/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).